Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay was reported with the adc device. The customer initially reported the adc device inserter did not fire. A replacement product was issued; however, due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms described as "couldn't move and talk", dizziness, sweaty, and a loss of consciousness. The customer had contact with a healthcare professional who provided customer with orange juice for treatment for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.